Event description:
This patient presented with thrombosis and aneurysm, 2 1/2 years after the procedure, as seen on angiogram after thrombolysis. The patient was also asymptomatic regarding the aneurysm.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stent.